Manufacturer narrative:
The device is manufactured by a third party vendor. The device was not returned to the service center for evaluation. However, the original equipment manufacturer (OEM) performed a review of the manufacturing and quality documents for the subject device and lot number. The OEM reported that the 500038-41 (61346bx) batch 09j1500011 complaint was shipped for distribution on september 22, 2015 with a lot quantity of 50 which is five packs (250 units). These devices were manufactured approximately four years prior to this complaint. The shelf life for this product was reduced from 60 months to 30 months on march 15, 2019. This product would be considered expired according to the updated print. A device history record (DHR) review was conducted and both dilator lots passed inspection with no nonconformance which would contribute to the embrittlement condition noted. The dilator complaint is a known issue that has been investigated by the OEM previously. The OEM reports the conclusion was that the root cause is environmentally related exposure of the device in the health care facilities which resulted in degradation and embrittlement of the dilator polymer. The device was not returned and the complaint is unable to be confirmed at this time.

Event description:
The service center was informed that during a therapeutic ureteroscopy procedure, the introducer portion of the sheath broke apart inside the patient. A reusable flexible grasper was used to remove the broken pieces. There was only minor bleeding reported. The procedure was completed with a different sized sheath and flexible ureteroscope. The procedure was prolonged by 15-20 minutes. There was no longer stay or additional procedures needed. There was no patient injury. Additionally, the user facility reported the device was inspected prior to use and no anomalies were noted.